Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance (sli) measurement of greater than 125 ohms and the patient¿s left side was occluded. Additional information was received that the cause of the observation was not conclusively determined. The ICD and the right atrial (ra) lead were explanted as the physician chose to implant a single chamber ICD and rv lead on the right side. The ICD was explanted and was returned while the rv lead was capped. No additional adverse patient effects were reported.